Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 20 mg/ml morphine at 2.8 mg/day via an implantable pump for post lumbar laminectomy syndrome and spinal pain. It was reported that a motor stall occurred on (B)(6) 2019 and recovered on (B)(6) 2019. It was confirmed there was no emi present. It was unknown if the patient had recently had an MRI. No symptoms were reported. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 2019-mar-13. It was reported that the pump was turned off with the pump off password. They were not going to replace the pump at the current time. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.